Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector and controller exchange. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination; functional testing revealed that the device performed per specification. Review of the log files revealed a series of electrical fault alarms confirming the reported event. This failure is most likely due to an open connection on the front phase c wire that goes from the controller to the pump via the driveline connector as seen the alarm logs and or a contamination of the driveline connector by foreign material. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use (IFU) states about electrical faults -a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the system motor, driveline and connector or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the system pump will be running on a single stator and will consume slightly more power. The IFU also provides instructions and surgical technique to avoid contamination of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two weeks post heartware lvad implantation, it was reported that the patient experienced an electrical faults alarm. Visual inspection revealed contamination within driveline connector and controller connector. The heartware field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.